Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer reports that the PICC was placed on the left side on (B)(6) 2017. The inserter noticed more bleeding than usual and continued with the procedure. The vps was used throughout the case. A green arrow was noted and the inserter proceeded. A blue bulls eye was received for confirmation. The patient was discharged to the nursing home. The patient received a chest x-ray for an unrelated reason and it was noted that the PICC was contralateral up the ij (internal jugular). The patient went to ir and discovered that the PICC is in an artery (date - (B)(6) 2017) by the physician. Intervention - the PICC was removed and placed by radiology with fluoro. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A vps g4 system (B)(4) was returned. A vps service engineer performed the evaluation. Vps g4 console power-on test was performed on the returned unit. All steps passed indicating the unit was performing as intended. A vps senior algorithm scientist performed a review of the saved procedure dataset, x-ray film, and interventional procedure description to understand the procedure/environmental conditions. The major findings are: the patient has arrhythmia (abnormal heart rhythm; the operator did not fully comply with the procedural instruction. For example, even though the vps g4 system continuously displayed "orange (stop)" or "yellow triangle (no doppler signal)" symbols and arterial doppler blood flow pattern, the operator continued to advance the stylet/catheter inside the patient's vasculature; based on the ECG data, it seemed that the catheter tip was placed in the heart area (elevated p-wave amplitude) then moved to other vasculature away from the heart area during the last 100 seconds of the placement procedure, and; other remarks: x-ray film shows that the PICC tip was not placed in the desirable vasculature and the procedure description stated that a clinician performed arteriogram (angiogram) and found that the PICC was placed in the artery. Explanation of bbe displaying during the placement procedure: the vps algorithm is designed to estimate the PICC tip location by detecting doppler flow direction and p-wave amplitude change. The vps g4 system needs both readable doppler blood flow direction information and ivecg amplitude change information to accurately calculate the tip location. If sufficient doppler blood flow information is not available due to various reasons (i.e., stylet in the catheter, stylet tip touches the vessel wall, etc), the algorithm is designed to estimate the PICC tip location heavily relying on ivecg. In this case, since the p-wave amplitude increased but sufficient doppler blood flow direction information was not available and there was no retrograde flow sign, the vps g4 system displayed bbe mostly based on the ivecg information. Explanation of tip placement in upper area (near neck): the clinician continuously advanced the catheter about 100 seconds even after the vps g4 system displayed bbe signs. The final tip location might be ended in a vessel near the patient's neck area during this period. Vps senior algorithm scientist conclusion: the investigation of the operator's complaint that the catheter tip was in the artery suggests that this outcome is mainly due to incompliance with the operation guidelines - continuous advancing of the catheter/stylet even with the continuous "orange (stop)" or "yellow (no doppler)" symbols. A device history record (DHR) review was performed and did not reveal any manufacturing related issues. The achievement of a blue bulls eye (bbe) was confirmed by analysis of the procedure case data provided by the customer. The possible placement of the catheter tip in other than the lower 1/3 svc-caj was also confirmed by analysis of the same procedure case data provided by the customer. The analysis of the data determined the vps g4 system continuously displayed "orange (stop)" or "yellow triangle (no doppler signal)" symbols as well as an arterial doppler blood flow pattern but the operator continued to advance the stylet/catheter inside the patient's vasculature. Also the analysis of the ECG data shows the catheter tip was placed in the heart area (elevated p-wave amplitude) then moved to other vasculature away from the heart area during the last 100 seconds of the placement procedure. Use error caused or contributed to this event because it appears the customer did not follow the IFU for navigation symbols. An in-service was requested.

Event description:
The customer reports that the PICC was placed on the left side on (B)(6) 2017. The inserter noticed more bleeding than usual and continued with the procedure. The vps was used throughout the case. A green arrow was noted and the inserter proceeded. A blue bulls eye was received for confirmation. The patient was discharged to the nursing home. The patient received a chest x-ray for an unrelated reason and it was noted that the PICC was contralateral up the ij (internal jugular). The patient went to ir and discovered that the PICC is in an artery (date - (B)(6) 2017) by the physician. Intervention - the PICC was removed and placed by radiology with fluro. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Corrected data: the serial number of the returned device is corrected to (B)(4). Other remarks:

Event description:
The customer reports that the PICC was placed on the left side on (B)(6) 2017. The inserter noticed more bleeding than usual and continued with the procedure. The vps was used throughout the case. A green arrow was noted and the inserter proceeded. A blue bulls eye was received for confirmation. The patient was discharged to the nursing home. The patient received a chest x-ray for an unrelated reason and it was noted that the PICC was contralateral up the ij (internal jugular). The patient went to ir and discovered that the PICC is in an artery (date - (B)(6) 2017) by the physician. Intervention - the PICC was removed and placed by radiology with fluro. The patient's condition is reported as fine.